Event description:
It was reported atrial lead had non capture, low impedance and under sensing. The lead was left in place due to the minimized amount of pacing needed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.